Event description:
During an attempt to perform an ablation procedure utilizing a lasso catheter that had been resterilized by alliance medical the tip became entangled on the chordae tendinae on the mitral valve. Open heart surgery was performed to remove the catheter.